Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 411 mg/dl, 250 mg/dl, 215 mg/dl. Customer treated with insulin pump. Customer stated insulin pump buttons press multiple times to respond. Customer stated keys were sticky and keypad was not responding properly. The insulin pump will be returned for analysis.